Event description:
Reported as, "lack of fluid and loss of restriction."

Manufacturer narrative:
Taper type ii. Medwatch sent to FDA on: 25/nov/08. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has received the product however the analysis results are pending at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."